Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that speaker malfunction. It is unknown if the device was in clinical use at time of event, no adverse event was reported.